Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a lead implant attempt there was poor sensing with multiple leads. A third lead was implanted with success. No patient complications have been reported as a result of this event.